Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01580. It was reported the catheter broke. The physician selected a fetch 2 catheter for use during a thrombectomy procedure. While prepping the device for the procedure, the catheter cracked. Another fetch&#60576;catheter was prepped and the same issue occurred. Neither device was introduced to the patient.